Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on june 03, 2026 with lot number 622393. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as cracked valve seat diaphragm valve and observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.